Manufacturer narrative:
Root cause: run data file analysis did not show a conclusive root cause for the darker colored platelet product from this procedure. The system did not detect rbcs passing the rbc detector at any point throughout the procedure. There is no evidence or suspicion of device malfunction based on the run data file analysis. Terumo blood and cell technologies previously performed testing and analysis on a small amount of trima platelet products showing the dark platelet/plasma color correlates with higher donor hematocrit values as well as a higher rbc microvesicle count in the product. During their 120-day lifespan, rbcs lose approximately 20% of their volume through vesicle emission. These microvesicles are small in size, and since they are derived from the rbc, they are red in color. It is unknown what causes these microvesicles to enter products or what their physiological functions and roles are, however it is known that no safety issue is present to the donor or patient. Throughout this same testing and analysis, it was shown that there was no correlation between darker platelet product color and residual rbcs. Experience has shown that environmental factors can discolor the platelets, such as uv light exposure or elevated room temperature during collection and/or storage. Based on the available information, it is also possible that this observed color change could be donor related. There are several known donor conditions that can affect the visual hue of collected platelet products such as: lipemia (presence of lipids in plasma), icterus (presence of bilirubin), rbc size, or plasma free hemoglobin. Other donor related factors that can have an effect on the plasma hue are diet, supplements, or medication, including oral contraceptives.

Manufacturer narrative:
Investigation : the customer provided a photograph of the collect bag post procedure in lieu of the disposable set return. The photo confirmed the presence of an orange-red colour to the product. Following centrifugation, no sedimentation was observed and the red colour remained. A disposables history search confirmed there were no similar occurrences reported on this lot worldwide. The device history record was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the hemolysis as experienced by the customer. The run data file was analyzed for this event. Run data file analysis did not show a conclusive root cause for the darker colored platelet product from this procedure. The system did not detect rbcs passing the rbc detector at any point throughout the procedure. There is no evidence or suspicion of device malfunction based on the run data file analysis. Terumo blood and cell technologies previously performed testing and analysis on a small amount of trima platelet products showing the dark platelet/plasma color correlates with higher donor hematocrit values as well as a higher rbc microvesicle count in the product. During their 120-day lifespan, rbcs lose approximately 20% of their volume through vesicle emission. These microvesicles are small in size, and since they are derived from the rbc, they are red in color. It is unknown what causes these microvesicles to enter products or what their physiological functions and roles are, however it is known that no safety issue is present to the donor or patient. Throughout this same testing and analysis, it was shown that there was no correlation between darker platelet product color and residual rbcs. Experience has shown that environmental factors can discolor the platelets, such as uv light exposure or elevated room temperature during collection and/or storage. Based on the available information, it is also possible that this observed color change could be donor related. There are several known donor conditions that can affect the visual hue of collected platelet products such as: lipemia (presence of lipids in plasma), icterus (presence of bilirubin), rbc size, or plasma free hemoglobin. Other donor related factors that can have an effect on the plasma hue are diet, supplements, or medication, including oral contraceptives. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported hemolysis (red tinged plasma) in a red blood cell concentrate component. Per the customer, the collected product looked too red after the procedure finished. The product was centrifuged and there was no red blood cell sediment. The collected product was discarded. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore, no patient information is reasonably known at the time of the event. Available donor information is in the patient information, section a. Per the customer, the donor was well and no medical intervention was required. The collection set is not available for return because it was discarded by the customer.